Manufacturer narrative:
Additional information received on 13mar2016 from the initial reporter and includes: at the beginning of (B)(6) 2016, the patient underwent the first revision because of periprosthetic fracture. Medacta international was not informed about the first revision. The second revision was performed because of the color of the wound (red): suspicion of infection, not confirmed. On 18mar2016, the medical affairs director performed a clinical evaluation and commented as follows: alcoholic overweight male patient operated 1,5 years ago of tha, reoperated because of periprosthetic fracture. The object of this complaint is further reoperation (insert exchange) due to wound healing problems. When reoperating for any reason, it is common practice to replace the insert, because this can be done with no damage at all to the patient and reduces risk of complications that may arise if the insert was damaged during the operation. It is my understanding that the cause of reoperation was not related with the joint malfunction, and therefore no involvement of the devices is to be expected. Batch review performed on 29 march 2016. (B)(4). On (B)(6) 2016 it was communicated that the explant will not be available for investigation.

Event description:
Inlay change because of wound healing.

Manufacturer narrative:
On 27 may 2016 it was prepared a final report with the information already submitted in the initial report. On 31 may 2016 the report was sent to the initial reporter and the case was closed.